Event description:
On (B)(6) 2013, the lay-user/patient contacted animas alleging a possible inaccurate insulin delivery issue with the animas insulin pump. The patient reportedly has been getting high readings in the 400 mg/dl for the past 2 weeks. She claimed she had symptoms of increase urination, tired, and nauseated when her blood glucose was in the 400 mg/dl range. At the time of the call to animas, her blood glucose was at 365 mg/dl and she was not feeling well. The patient was on her way to a doctor¿s appointment. Troubleshooting indicated there was no insulin pump alarm with the last two weeks. The basal and advance setting were programmed accordingly. The issue was not resolved with training. This complaint is being reported due to the unresolved insulin delivery issue. The patient¿s blood glucose and reported symptoms did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.